Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.